Event description:
Adhesions all over the sepramesh ip information was received from a physician via a sales representative on 13 mar 2006, 20 mar 2006, and 23 mar 2006 concerning a patient (age and gender not reported) with a history of a bowel resection with subsequent incisional hernia, who on an unspecified date, underwent an incisional hernia repair with placement of sepramesh ip at the midline. At the time of the incisional hernia repair, there was no enterotomy, no inflammatory response, no infection, and no incarrcerated bowel. Sepramesh ip was hydrated prior to placement and the surgery reportedly went well. Three weeks post-operation, the patient complained of intense abdominal pain and his "function was bad." A computed tomography scan of the abdomen showed pockets of fluid. The patient was returned to the operating room. Upon inserting the laparoscope, the physician found dense and numerous adhesions all over the sepramesh ip, which were so extensive that he was not able to maneuver the scope. The physician opened the patient and was not even able to identify theplanes of tissue. The physician dissected the planes of tissue as best he could to remove the sepramesh ip. The patient's outcome was not reported. The physician did not provided a causality assessment.